Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1912544) on 08-jul-2019. The most recent information was received on 12-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of myalgia ('muscle pain') in a 42-year-old female patient who had essure (ess205) (batch no. B44012) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2014, the patient experienced myalgia (seriousness criteria medically significant and intervention required), depression ("severe depression") and migraine ("severe migraines during the day and at night"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the myalgia, depression and migraine had not resolved. The reporter provided no causality assessment for depression, migraine and myalgia with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 08-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of myalgia ('muscle pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. B44012) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2014, the patient experienced myalgia (seriousness criteria medically significant and intervention required), depression ("severe depression") and migraine ("severe migraines during the day and at night"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the myalgia, depression and migraine had not resolved. The reporter provided no causality assessment for depression, migraine and myalgia with essure (ess205). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.